Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the hemispherical cluster hole shell was opened and was loose in the reamed acetabulum, it appeared smaller than the reamer shell. **update** a size 45 reamer was used (lot 00153) the case was resolved using a size 46 psl cup with 2 screws there was a delay of 10 minutes right side.